Manufacturer narrative:
(B)(4). The device was received and investigated. The reported gripper actuation issue was not confirmed as during testing, the device operated as expected. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issues. It was reported that during device preparation, the gripper arms were able to raise and lower; however, during functional inspection, one of the gripper arms would not lower. This device was not used. Another clip delivery system (cds) was used to complete the procedure without further incident. There was no clinically significant delay in the procedure. No additional information was provided.